Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine at "2 something" via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that the patient had been hearing a critical pump alarm since the (B)(6) 2016. Per the patient, she had a "fairly therapeutic amount of drug" in her pump but it was empty now and she did not want to listen to the pump alarming. The patient never heard the non-critical alarm. The patient was looking to have the pump removed because her doctor was no longer allowed to practice so he had been unable to treat the patient. The patient stated that she did not have a bolus and she just saw her primary doctor who referred her to another doctor as the patient had been seeing her surgeon up until then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.